Event description:
It was reported that the implant crown and abutment got loose many times since initial delivery. It was discovered at last that the crest of the implant at tooth location #30 was fractured. The implant was removed.

Manufacturer narrative:
Zimmer biomet complaint number cmp (B)(4) a2: age and date of birth unknown / not provided a4: weight unknown / not provided g4: additional PMA/510(k) number ¿k101880 product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information, corrected data and device evaluation. Correction: product availability and return date were updated to yes with the return date. H6: methods code 10 was added and code 4114 was removed. H6: investigation results code 3252 was added. H6: investigation conclusions code 4307 was added. The following sections are being reported: b4: date of this report was updated. D9: product availability and returned date were updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: type of investigation codes were added: 10. H6: investigation findings code was updated: 3252 h6: investigation conclusions code was updated: 4307. H10: narrative/data was updated. Zimvie received the reported implant for evaluation. Visual evaluation was performed. Implant fracture identified at the collar. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was long-term parafunctional habits (e.g., clenching, bruxism, and overloading) of the patient over the implantation period ¿ patient factors. Therefore, based on the available information, device malfunction did occur. Fracture identified at the collar. The reported event is confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information, corrected data and device evaluation. Correction: product availability was updated to no. Zimvie did not receive the reported implant for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). DHR review was completed for the subject lot number 1256820. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1256820 for similar events and no other complaint was identified. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was long-term parafunctional habits (e.g., clenching, bruxism, and overloading) of the patient over the implantation period ¿ patient factors. Therefore, based on the available information, device malfunction could not be verified without device receipt, the reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.